Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty advancing and removing a catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a moderately calcified anterior tibial artery. The 2.0 x 20 mm armada 14 xt otw balloon dilatation catheter (bdc) was advanced to the lesion and inflated. An attempt was made to move the guidewire while the balloon was inflated. After deflation, the ht command es guide wire failed to advance. An attempt was made to remove the guide wire; however, this was unsuccessful. The armada bdc and command es guide wire were removed as one unit. It was also noted that the bdc and guide wire were still unable to be separated when outside the body. A non-abbott balloon and new unspecified guide wire were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.